Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via a change in morphology. The clinic may reprogram the rate cut-off to address this. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.